Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.